Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("bowel/bladder perforation") and bladder perforation ("bowel/bladder perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (essure removal) and surgery (essure removal). Essure was removed in 2016. At the time of the report, the gastrointestinal injury, bladder perforation and pelvic pain outcome was unknown. The reporter considered bladder perforation, gastrointestinal injury and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), bladder perforation ("bladder perforation"), gastrointestinal injury ("bowel perforation") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum hemorrhage. Concomitant products included medroxyprogesterone (depo provera). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems") and incontinence ("incontinence"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hairloss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy), surgery (essure removal) and surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, bladder perforation, gastrointestinal injury, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, incontinence, migraine, headache, dysmenorrhoea, fatigue, abdominal pain and back pain outcome was unknown, the genital haemorrhage and dyspareunia had resolved and the alopecia was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, bladder perforation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, genital haemorrhage, headache, incontinence, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 6-jan-2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received- events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problem, incontinence, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, hair loss, abdominal pain, back pain were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), bladder perforation ("bladder perforation"), gastrointestinal injury ("bowel perforation") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 627300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum hemorrhage, ectopic pregnancy, normal delivery (live child) on (B)(6) 2008, postpartum bleeding, pelvic pain, back pain, obesity, tobacco abuse, anemia, adenomyosis, endometrial polyp and paratubal cyst. Concurrent conditions included nickel sensitivity, bleeding breakthrough, left lower quadrant pain, yeast infection and pelvic prolapse. Concomitant products included ibuprofen and medroxyprogesterone acetate (depo provera). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems") and incontinence ("incontinence"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, bladder perforation, gastrointestinal injury, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, incontinence, migraine, headache, dysmenorrhoea, fatigue, abdominal pain and back pain outcome was unknown, the genital haemorrhage and dyspareunia had resolved and the alopecia was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, bladder perforation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, genital haemorrhage, headache, incontinence, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: located at each cornu is a metallic coil consistent with essure coil, 3.0 and 2.0 cm in length and 0.2 cm in diameter. This was deployed where 4 coils were noted. Similar procedure was performed on the left where 3 coils were noted. The procedure went uncomplicated. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: medical records received: reporter was added, product lot number was added, medical and concomitant condition was added, concomitant drug was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-concomitant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), bladder perforation ("bladder perforation"), gastrointestinal injury ("bowel perforation") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 627300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum hemorrhage, ectopic pregnancy, normal delivery (live child) on (B)(6) 2008, postpartum bleeding, pelvic pain female, back pain, obesity, tobacco abuse, anemia, adenomyosis, endometrial polyp and paratubal cyst. Concurrent conditions included nickel sensitivity, bleeding breakthrough, left lower quadrant pain, yeast infection and pelvic prolapse. Concomitant products included ibuprofen and medroxyprogesterone acetate (depo provera). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems") and incontinence ("incontinence"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hairloss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, bladder perforation, gastrointestinal injury, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, incontinence, migraine, headache, dysmenorrhoea, fatigue, abdominal pain and back pain outcome was unknown, the genital haemorrhage and dyspareunia had resolved and the alopecia was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, bladder perforation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, genital haemorrhage, headache, incontinence, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: located at each cornu is a metallic coil consistent with essure coil, 3.0 and 2.0 cm in length and 0.2 cm in diameter. This was deployed where 4 coils were noted. Similar procedure was performed on the left where 3 coils were noted. The procedure went uncomplicated. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("bowel/bladder perforation") and bladder perforation ("bowel/bladder perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (essure removal) and surgery (essure removal). Essure was removed in 2016. At the time of the report, the gastrointestinal injury, bladder perforation and pelvic pain outcome was unknown. The reporter considered bladder perforation, gastrointestinal injury and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.